Event description:
Medtronic lead on advisory alert fractured, leading to delivery of 30 inappropriate shocks. Patient initially admitted to local hospital,then transferred to medical ctr for new lead implantation that was well tolerated.manufacturer provided new lead.